Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast mass. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation primary with a mentor smooth round moderate plus profile, 350cc saline prosthesis experience left sided capsular contracture grade IV, deflation, late onset of seroma, and bilateral breast mass post procedure. The MRI examination confirmed the issues. As a result, the patient underwent bilateral removal surgery on (B)(6) 2025. This report relates to the right side.

Manufacturer narrative:
On december 16, additional information reported that after explantation both implants were found to be intact. It was reported that a 38-year-old female patient who underwent breast implant surgery with mentor medical devices (sm mpps dv 350cc, date of implant (B)(6) 2016) experienced deflation of the left implant. As a result, the patient underwent bilateral explantation and replacement with mentor gel breast implant 450cc on (B)(6) 2025. After explantation both implants were found to be intact. It was also reported that the patient developed late seroma and capsular contracture bg-IV in the left breast. According to the MRI report, the patient developed multiple formations (breast mass) in both breasts. At this time, the results of pathology /cytology report have not been provided. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on january 02, 2026: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).